Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that patient toa that continuous heparin (heparin 5% dextrose 25000 unit/500ml (50units/ml) premix bag) standard protocol was infusing at 18ml/hour. The clinician went to change the bag and noted that the rate was 10ml/hour for the old, finished bag. A new aptt (activated partial thromboplastin time) was ordered and collected. The clinician put a new bag of heparin with rate at 10ml/hour and the pump was changed. The patient remained stable. There was patient involvement but no harm.